Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension, and a limb stent graft. On (B)(6) 2016, the patient presented emergently to the hospital with back pain. A hematoma from blood loss had formed in the patient's abdomen and a potential type 3a endoleak was identified. The patient was transferred to a different hospital for repair. A computed tomography (CT) showed a type 3a endoleak with partial component separation and aneurysm sac growth. It was reported the patient had not been seen for a follow up since 2013. The physician elected to implant an additional infrarenal aortic extension to seal the leak. There have been no additional adverse events reported for this patient.